Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory notifier. High, out of range, pacing lead impedance was observed. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.